Manufacturer narrative:
Section a: patient weight requested, information not yet provided. Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's modular cable was recently changed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The modular cable was changed on 05jan2026. The reason for the modular cable exchange was due to wear and tear to the sheathing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the modular cable was unable to be confirmed through this evaluation. A specific cause for the damage was unable to be conclusively determined through this evaluation. Review of the submitted log files is further covered under the respective pump. The patient remains ongoing on heartmate 3 left ventricular assist system support, with no further related events reported. The relevant sections of the device history records for modular cable, lot number: 11059088 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations,¿ explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables.¿ no further information was provided. The manufacturer is closing the file on this event.